Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for birth control and female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic/abdominal"), abdominal pain ("pain: pelvic/abdominal") and psychological trauma ("psych injury related to essure? Yes"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2009, (B)(6) 2004. The patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2004: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received: incident category updated. Events added-pelvic pain, abdominal pain, psychological trauma, device dislocation, genital haemorrhage. Insertion date updated. Model number of device changed to ess205. Reporter information, patient details, product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: distally within the tube away from the cornua/ failure to occlude (close) fallopian tube(s)') in a 31-year-old female patient who had essure (ess205) (batch no. 12242623) inserted for birth control and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included blood pressure high. Concomitant products included paracetamol (acetaminophen) for pelvic pain female as well as sertraline hydrochloride (zoloft). On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2004, the patient experienced pelvic pain ("pain: pelvic/abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2004, the patient experienced device dislocation (seriousness criterion medically significant), 2 months 31 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed"), abdominal pain ("pain: pelvic/abdominal"), depression ("psych injury related to essure? Yes/ psychological or psychiatric problems: condition: depression and mental anguish") and anxiety ("psych injury related to essure? Yes/ psychological or psychiatric problems: condition: depression and mental anguish"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, heavy menstrual bleeding and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6)2009, (B)(6)2004 the patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on 05-apr-2004: unilateral occlusion (left tube occluded) failure to occlude (close) fallopian tubes migration of essure device; on (B)(6)2004: the endometrial cavity is smooth in outline. On the left side, the fallopian tube is opacified beyond the placed implant. On the right, there is contrast opacification up to the medial aspect of the implant with no filling of contrast beyond the placed implant. Imaging procedure - on (B)(6)2004: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 12242623 manufacture date: 2003-09 expiration date: 2004-11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter's information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: distally within the tube away from the cornua/ failure to occlude (close) fallopian tube(s)') in a 31-year-old female patient who had essure (ess205) (batch no: 12242623) inserted for birth control and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included blood pressure high. Concomitant products included paracetamol (acetaminophen) for pelvic pain female as well as sertraline hydrochloride (zoloft). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced pelvic pain ("pain: pelvic/abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2004, the patient experienced device dislocation (seriousness criterion medically significant), 2 months 31 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed"), abdominal pain ("pain: pelvic/abdominal"), depression ("psych injury related to essure? Yes/ psychological or psychiatric problems: condition: depression and mental anguish") and anxiety ("psych injury related to essure? Yes/ psychological or psychiatric problems: condition: depression and mental anguish"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date on (B)(6) 2009, on (B)(6) 2004 the patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2004: unilateral occlusion (left tube occluded) failure to occlude (close) fallopian tubes migration of essure device; on (B)(6) 2004: the endometrial cavity is smooth in outline. On the left side, the fallopian tube is opacified beyond the placed implant. On the right, there is contrast opacification up to the medial aspect of the implant with no filling of contrast beyond the placed implant. Imaging procedure: on (B)(6) 2004: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 12242623, manufacture date: 2003-09, expiration date: 2004-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: distally within the tube away from the cornua/ failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed') in a 31-year-old female patient who had essure (ess205) (batch no. 12242623) inserted for birth control and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included blood pressure high. Concomitant products included paracetamol (acetaminophen) for pelvic pain female as well as sertraline hydrochloride (zoloft). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("pain: pelvic/abdominal"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2004, the patient experienced device dislocation (seriousness criterion medically significant), 2 months 31 days after insertion of essure (ess205). On an unknown date, the patient experienced genital hemorrhage (seriousness criterion medically significant), abdominal pain ("pain: pelvic/abdominal"), depression ("psych injury related to essure? Yes/ psychological or psychiatric problems: condition: depression and mental anguish") and anxiety ("psych injury related to essure? Yes/ psychological or psychiatric problems: condition: depression and mental anguish"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital hemorrhage, pelvic pain, abdominal pain, depression, vaginal hemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital hemorrhage, menorrhagia, pelvic pain and vaginal hemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2009, (B)(6) 2004. The patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: unilateral occlusion (left tube occluded). Failure to occlude (close) fallopian tubes. Migration of essure device; on (B)(6) 2004: the endometrial cavity is smooth in outline. On the left side, the fallopian tube is opacified beyond the placed implant. On the right, there is contrast opacification up to the medial aspect of the implant with no filling of contrast beyond the placed implant. Imaging procedure - on (B)(6) 2004: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-feb-2020: plaintiff fact sheet and medical records received : lot number added. Reporter information, patient details updated. Lab details added. Medical history and concomitant conditions added. Events added-abnormal bleeding (vaginal, menorrhagia). Event ¿psychological trauma¿ replaced with events ¿depression and mental anguish¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.